Event description:
The customer reported intermittent poor image quality. Also the system was not saving patient's images.

Manufacturer narrative:
The ge service rep retrieved log files. He verified power supply voltages, erased/flashed nodes, reseated the pcb's, flexed the interconnect and high voltages cables during exposures. The image resolution and auto technique tracking passed. He reloaded the workstation system software version 4.8.13. The system is now saving pt images. Could not duplicate original reported problem. The system is currently operating as intended.